Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient complained of having pain two days after the implant of the rv lead. On (B)(6) 2019, the patient's pain became worse. On (B)(6) 2019, it was discovered that the rv lead had caused a perforation, and slight effusion. The lead was replaced with another of the same model, and no further adverse patient effects were reported. It was indicated that the lead was discarded at the hospital.